Event description:
The facility's purchasing dept reported an infusion pump with a 715 failure code. The purchasing dept did not know if the pump was in use on a pt when the failure occurred. Although attempts were made by baxter's technical support to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.